Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2010, patient underwent following procedure: posterior spinal fusion l5-s1, bilateral hemilaminotomy and foraminotomy l5-s1, posterior nonsegmental instrumentation l5, s1; for pre-op diagnosis of: l5-s1 lumbar spondylosis, l5-s1 foraminal stenosis, bmi greater than 40. As per operative notes: "..all bony surfaces were then decorticated. Localized bone graft with medium bmp sponge was then placed in the lateral gutters from the sacral ala to the transverse processes at l5 which had previously been decorticated. Localized bone graft was also placed into the facet joints at l5-s1. The patient tolerated procedure well.." T was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.